Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had a crack from the display screen to the top of the device. Customer stated when changed the reservoir she smelled insulin. Customer's blood glucose was unknown. The device was dropped and the display and the casing were damaged. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.